Event description:
Reporting status: malfunction. Reporting rationale: failure to deflate has a potential to cause or contribute to patient injury. Device issue: failure to deflate. It was reported that the powersail was being used to post-dilate a stent implanted on the hump of the lad. The powersail was inflated to about 8 atm, but under fluoro, it was hard to see the balloon. There didn't appear to be much dye in the balloon. Contrast was shot down the vessel and there was still some distal flow, about timi I. Instead of pressurizing the catheter further (the intention had been to take it to 16 - 18 atm), an attempt was made to bring the balloon back down, but the balloon would not deflate. After several attempts, the balloon only partially deflated and was removed through the guiding catheter. Another balloon was used for post-dilatation and there were no patient effects. Images of the procedure were returned for review. No add'l event or patient info is available.

Manufacturer narrative:
Results - product performance engineering was unable to determine a conclusive root cause. Eval summary: quality assurance of the returned device revealed that the balloon catheter was returned with blood visible on the hub. There was contrast visible in the balloon, thick contrast in the proximal end of the balloon, in the inflation lumen, in the nosepiece and in the hub. The balloon was loosely folded. There was a tear on the guide wire exit notch, 2 mm distal to the guide wire exit notch. There were three bends in the hypotube, 30.5 cm, 49 cm and 64.5 cm distal to the strain relief tubing. The distal shaft was examined for damage and none was observed. The overall total length of the balloon catheter was measured and met manufacturing criteria. The indeflator used in the procedure was not returned. A new indeflator, filled with renografin 60 diluted 1:1 with water, was used to pressurize the balloon to 8 atm. The balloon pressurized normally without resistance and contrast filled the balloon without air bubbles greater than 2 mm. The balloon was then tested for deflation from 8 atm and the deflation times were within manufacturing specification. A second deflation testing was done from 18 atm and these also met manufacturing criteria. The balloon held pressure at each inflation and there were no leaks noted. Add'l testing was done in an effort to replicate the balloon being located on the hump of the lad during inflation. A guide wire was inserted in the guide wire lumen; the balloon was bent into an open u shape and pressurized to 8 atm. The balloon inflated normally and the deflation times were within specification. Product performance engineering reviewed the incident info and the returned device analysis. Factors that can contribute to difficulties visualizing the inflation of the balloon include, but are not limited to, manufacturing, low inflation pressure, air in the system due to insufficient preparation, highly stenosed lesions, tortuosity, calcification, contrast preparation, obstructions in the inflation lumen, ruptures, leaks, balloon materials and visualization techniques. Reportedly, other devices using the same contrast were visualized without any difficulties. Analysis of the returned device found that there was thick contrast in the inflation lumen and balloon, which indicates that the device had been inflated at some point during the procedure. The balloon was also returned loosely folded. Functional analysis of the device found that the powersail could be inflated without difficulty to 8 atm with minimal air bubbles. Furthermore, it was found that the device could hold pressure up to 18 atm, which meets manufacturing criteria. There were three bends noted in the hypotube of the returned device, though these were not reported with the incident info. The bends could have affected the ability of the device to inflate; however, it could not be confirmed that they were present during the procedure and they did not affect the ability of the returned powersail to inflate during testing. The lesion treated in this procedure was reportedly moderately calcified which could have contributed to restricting the balloon inflation, though this could not be confirmed. Based on the analysis of the returned device, the difficulty visualizing the balloon inflation could not be verified as there were no difficulties inflating the returned device during functional analysis. It was also reported that difficulties were experienced deflating the device. Deflation times of the returned powersail were measured at both 8 atm and 18 atm, and they were found to be within manufacturing specifications. Add'l testing performed by bending the device to mimic the tortuous patient anatomy found that the deflation times were still within manufacturing specifications. Issues that can affect deflation are similar to those which can affect balloon inflation and visibility, and there were no indications that the powersail had any product quality issues related to deflation difficulties. Based on the returned device analysis, there did not appear to be any difficulty deflating, and thus a root cause cannot be determined. Product performance engineering will monitor the incident circumstances. There was a tear noted at the guide wire exit notch, though this was not reported in the incident details. Damage of this type can occur as a result of an interaction between the powersail and the guide wire as they are pulled apart. In this case, there was no leak noted from the tear, and thus it likely did not contribute to the reported difficulties. All catheters are 100% visually inspected for balloon damage and leak tested during the manufacturing process. This MDR is considered closed by the product performance group.